Event description:
Caller reported encountering a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller was guided through the process, ensuring the error code did not reappear. The sensor session was successfully initiated following these actions.